Event description:
It was reported that the patient underwent lead explant procedure due to an unknown reason.

Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.